Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) ipg, implanted: (B)(6) 2015; (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds. The patient's physician discussed replacing the lead now or when the patient required a generator change. The patient chose to wait to have the lead replaced. The lead is still in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead had intermittent loss of capture.